Manufacturer narrative:
Desc evt problem: the events reported for the eight patients with x-stop devices implanted are reported in MFR report # 2953769-2011-00041 to 2953769-2011-00048. Report source: article titled "critical analysis of lumbar interspinous devices failures: a retrospective study", by francesco ciro tamburrelli, luca proietti, carlo ambrogio logroscino. Follow-up with company representative.

Event description:
In an article titled "critical analysis of lumbar interspinous devices failures: a retrospective study", a retrospective review was performed on patients with a residual painful syndrome after implantation of interspinous devices. The inclusion criteria were low back pain and/or radiculopathy after the device implantation without improvement of the painful symptomatology, radiculopathy with signs of sensory and motor deficit, intermittent neurogenic claudication, and infection. From (B)(6) 2007 to (B)(6) 2009, the series includes 11 males and 8 females with a mean age of (B)(6). The following was reported for patient 2 of 8 patients with x-stop devices implanted. The patient underwent an x-stop procedure at level l4-l5. Patient was affected by sciatica due l4-l5 herniated disc disease and was implanted with the device without removal of the herniated disc. Patient did not improve after the procedure and required a new surgical procedure to remove the device and herniated disc. No further information was reported.